Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified concentric, de novo lesion in the mid to proximal left anterior descending artery. The 3.0x15 mm nc tenku balloon dilatation catheter (bdc) was advanced without resistance for pre-dilatation; however, during the second inflation the balloon ruptured at 16 atmospheres. An unspecified bdc was used for pre-dilation, without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.